Event description:
It was reported that it was difficult to extract sterile water from the foley catheter during pre-testing, so its use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to extract sterile water from the foley catheter during pre-testing, so its use was discontinued.

Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first photo shows a top view of the 3-way catheter with returned syringe. The second photo shows a zoomed in view of the catheter tip with deflated balloon. The third photo shows the inflation cap with lot number nghw1727. The last photo shows the tray labeling with the lot number myjq0072. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; therefore, a device history review is not required. The reported event is unconfirmed therefore a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.